Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 10. Details of surgery: primary stability not achieved. On (B)(6) 2020, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 10. Details of surgery: primary stability not achieved. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.